Event description:
It was reported that the patient's unit was beeping and then shut off. As a result, the patient was hospitalized as on (B)(6) 2025. They were discharged at a later date but did not specify the exact date. Additional information received stated that the battery may have run out of charge and that was the reason the unit stopped working. A replacement unit was sent to the patient and they were educated on proper charging behaviors moving forward.

Manufacturer narrative:
B3 date of event is estimated. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.